Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Device label code for f10. Position 2: 1701. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficluty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt transthoracically. The iab leaked and the iab was removed. A second one was inserted into the pt. Multiple event to initial complaint number 97-00118. Event complications: unk reported 1/31/97. Pt's current status: unk reported 1/31/97.